Event description:
Pt had the essure procedure (B)(6) 2009 and the hsg (B)(6) 2009, reflecting both coils were in place and the tubes occluded. Pt began feeling pelvic pain shortly after the procedure and continued to have pain after the hsg. Her symptoms continued to increase and became worse. She began having lower back pain, bloating in her stomach, diarrhea, painful intercourse, longer days of her menses and developed vaginal infections on a frequent basis. She had the devices removed from another physician on (B)(6) 2010. Since the removal she claims her symptoms have resolved and she is feeling much better although still suffers from residual side effects from the pain medications.

Manufacturer narrative:
On (B)(4) 2012, after repeated unsuccessful attempts to verify the details of this event with the physician involved, the conservative decision was made to report this event.

Manufacturer narrative:
(B)(4).